Event description:
The pt reported experiencing elevated blood glucose readings. He stated that a night in 2007, his blood glucose measured 129 mg/dl before bed and at 3:45am, the next day, his blood glucose measured 329 mg/dl. No symptoms of elevated blood glucose were reported. He stated that he did not feel comfortable with his infusion device and he was assisted with switching to his backup device. The month before, the pt reported tripping and falling and breaking 3 ribs which also caused elevated blood glucose. Upon follow up the following month, the pt stated that his blood glucose is decreasing and he did not believe the elevated blood glucose was related to his infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.